Event description:
Customer reportedly received results of 8.0 inr and 5.4 inr within 10 minutes on the coaguchek xs system. No adverse event reported. Requested return of suspect device and replacement was sent

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.